Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. On (B)(4) 2014: product return requested from consumer via letter.

Event description:
Anaphylactic shock [anaphylactic shock]. Allergic reaction [hypersensitivity]. Could not breathe when fixodent was in mouth, shortness of breath [dyspnoea]. Swelling in throat [pharyngeal oedema]. Lost vision of a few seconds [blindness transient]. Blisters on tongue [tongue blistering]. Blisters on sides of mouth [oral mucosal blistering]. Itching skin rashes [rash pruritic]. Rash all over body [rash generalised]. Fixodent caused burning-mouth [oral discomfort]. Hives [urticaria]. Systemic reaction swelling [generalised oedema]. Chest tightness [chest discomfort]. Watery eyes [chest discomfort]. Watery eyes [lacrimation increased]. Watery nose [rhinorrhoea]. Collapse [iii-defined disorder]. Dry mouth [dry mouth]. Weight loss 15 lbs in 2 week [abnormal loss of weight]. Case description: initial receipt date on (B)(4) 2014. A consumer reported the they, an adult female age unspecified, used fixodent denture adhesive, complete original for use with her temporary dental bridge after tooth extractions in (B)(6) 2014 and reported: loss of 15 pounds in 2 weeks; anaphylactic shock; and a severe allergic reaction. The consumer reported her symptoms began after she received dental work in (B)(6) 2014. The consumer reported after loading the temporary bridge with fixodent she could not breathe. The consumer mentioned she was severely allergic to dyes and felt she could have been allergic to the dye in pink fixodent. The consumer used fixodent 2 weeks ago in (B)(6) 2014 and reported: rash all over body, blisters on tongue and blisters on sides of mouth; swelling in throat; lost vision for a few seconds-her fiance was standing in front of her and she could not see him. The consumer was seen in the emergency department with treatment: intravenous benadryl, and intravenous ativan for anxiety. The consumer had an overnight visit in the emergency department of a hospital on (B)(6) 2014 and discharge on (B)(6) 2014. The consumer had swelling in her throat with each product use. She was treated with red colored liquid benadryl, but her symptoms worsened. The medication was changed to clear liquid benadryl, and the symptoms improved. She was also treated with steroids-unspecified route of administration. The consumer reported difficulty talking as she was still experiencing breathing problems. The consumer reported she was informed that fixodent contained dye and zinc and "it says it may depend on what type of product you use, ointment may cause local skin rashes such as itching, blisters, burning, or zinc may cause more systemic reactions such as rash, hives, swelling, dry mouth, shortness of breath, chest tightness, watery eyes, watery nose or collapse and I have every one of those symptoms". Relevant history: allergy: reaction to food additive (allergic to red dye, allergic to dye in benadryl); medical history: tooth extraction (had dental surgery with two teeth pulled in (B)(6) 2014); dental prosthesis placement (had a temporary bridge after tooth extraction); endodontic procedure (2 pulled teeth prepared for a dental implant); artificial crown procedure (put a crown that was temporary; then a stronger one that would not break) and concomitant products: unspecified medications- the consumer reported her medications were changed at the same time symptoms appeared. The case outcome was improved. No further info was provided.